Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to the homechoice claria device. According to the reporter an unspecified alarm was generated during the night, prior to the event. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the event history log files associated with homechoice claria cycler were reviewed. A review of the most recent therapy initiated on the date prior to the reported event showed there were no excessive fill or drain volumes compared to the clinician programming. The patient¿s therapy was completed with no indication of an iipv event associated with the reported event. No system error alarms were identified near the reported occurrence date. There was no indication of a device malfunction associated with the reported event. Based on additional information received, homechoice claria was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.